Event description:
It was reported that during an ablation procedure, upon delivering laser energy blue pixels immediately started to appear. The user came off the pedal and the blue pixels went away after 2 acquisitions. The user lowered to power setting to 80% firing power and the blue pixels persisted; although they were not as prevalent. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.